Event description:
It was reported that new pump failed immediately when first charged, showing red light and intermittent beeping for over 30 minutes, and then displayed malfunction code malf 0 with fault ID 0-0x226. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place faulty pump in storage mode and return it using pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.